Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator esg-400 displayed an e433 (internal hardware error) error code and restarted. The issue occurred during a demonstration. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. The device was returned for inspection and the customer's reported issue was confirmed. An error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 will then be restarted. If the cause of the error remains, unlimited permanent restarts may be the result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that the e433 error occurred due a defective generator board, however, the following causes are also possible: 1. A malfunction of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user activates the foot switch during device startup (temporary ¿user¿ error). 3. A defective foot switch due to a short circuit in the plug (temporary error). 4. A defective foot switch due to defective reed contact (temporary error). 5. A defective cable connection between the hvps board (i.e. High power voltage supply) and generator board (temporary or permanent error). 6. A defective cable connection for the output signal between the generator board and relay board (temporary/permanent error). 7. A defective transformer tr1 on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak value rectifier on the generator board (permanent error). 11. A missing control for the output stage of the generator board (permanent error). 12. An output voltage too low due to poorly switching hf output stage on the generator board (permanent error). 13. No or too low supply voltage from hvps board (permanent error). 14. A defective hvps board due to a short circuit of the metal¿oxide¿semiconductor (mos) transistors (permanent error). In such cases, popping noises or flashes can sometimes be observed or noticed by the user. 15. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). 16. A defective motherboard due to a defective analog digital converter, or adc (permanent error). 17. A defective transient voltage suppressors (tvs) diodes on the relay board (permanent error). Furthermore, a deeper investigation of generator boards with an error e433 found a destroyed transformer tr1 to be the cause. It should also be noted that a new generator board has been introduced into production starting with the following serial numbers: wb91051w: (B)(6). Wb91051c: (B)(6). Wb91051j: (B)(6). The numeric part of the serial number is incremented. This means units with greater serial numbers were certainly equipped with the new generator board. Olympus will continue to monitor field performance for this device.